Event description:
A biomedical technician (biomed) at a user facility reported that the mixer top motor smokes and smells of smoke when powered on & the mixer power shuts down. Biomed requested part numbers for replacing it, the shaft, mount, screws, etc. Technical support gave biomed the part numbers for mix motor, motor mount, screw, used to join motor to mount, screw, mount to top plate of mixer, mixer motor shaft assembly, and screw to hold coupling. Technical support also referred biomed to the online gallon mixer spare parts manual for illustrations & parts lists. Upon follow up, biomed confirmed the reported product complaint. Biomed stated that a dissolution unit tank was smoking near the mixer motor. Biomed stated that upon troubleshooting the tank issue, he found that the mixer motor had come in contact with some of the acid. Biomed stated that he did not observe any spark, flame, arcing, or any other visible heat or electrical damage related to the smoking motor. Biomed stated that the tank operating hours have not been captured. Biomed stated that the mixer motor was replaced, which resolved the issue, and that the unit is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the smoking mixer motor. Biomed confirmed that a patient was not connected to the unit at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed stated the unit has not had any past problems with failing the electrical leakage tests and the unit was plugged into a hospital grade ground fault circuit interrupter (gfci) outlet. Biomed confirmed that the mixer motor was discarded and that it is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the mixer top motor smokes and smells of smoke when powered on & the mixer power shuts down. Biomed requested part numbers for replacing it, the shaft, mount, screws, etc. Technical support gave biomed the part numbers for mix motor, motor mount, screw, used to join motor to mount, screw, mount to top plate of mixer, mixer motor shaft assembly, and screw to hold coupling. Technical support also referred biomed to the online gallon mixer spare parts manual for illustrations & parts lists. Upon follow up, biomed confirmed the reported product complaint. Biomed stated that a dissolution unit tank was smoking near the mixer motor. Biomed stated that upon troubleshooting the tank issue, he found that the mixer motor had come in contact with some of the acid. Biomed stated that he did not observe any spark, flame, arcing, or any other visible heat or electrical damage related to the smoking motor. Biomed stated that the tank operating hours have not been captured. Biomed stated that the mixer motor was replaced, which resolved the issue, and that the unit is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the smoking mixer motor. Biomed confirmed that a patient was not connected to the unit at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed stated the unit has not had any past problems with failing the electrical leakage tests and the unit was plugged into a hospital grade ground fault circuit interrupter (gfci) outlet. Biomed confirmed that the mixer motor was discarded and that it is not available for return to the manufacturer for physical evaluation.